Event description:
It was reported that the patient had an infection with vegetation on one of the leads. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 implantable pacing lead, (B)(6) 2010. (B)(4).